Event description:
It was reported that it was found that the pedicle screws were loosened at both side l5 at a removal procedure for a backed out interbody device. The screws were replaced.

Manufacturer narrative:
(B) (4): this part is not approved for use in the united states; however a like device catalog # 75447550, 510k # k042025 was cleared in the united states. Manufacture date and device history record is under requesting. Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.